Event description:
Reporter states that the pt complained of left knee pain. Bone scan showed possible signs of loosening of the tibial baseplate. Upon examination of the left tibial component, it was found to be loose. The baseplate was removed along with the insert and replaced with a non-porous m2 tibial baseplate and cemented into place with a 9mm medium insert.